Event description:
Left-side breast tissue expander deflated 5 weeks after last fill to maximum expansion. Explanted tissue expander replaced with tissue expander of same style and size to continue expansion and standard course of treatment.